Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 6.5 months after the dental implant and abutment were placed in ada site 15 in the mouth, the implant lost osseointegration in type ii bone. Clinician noted the patient's pain in this immediate extraction site. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation, the event was considered as osseointegration failure. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. The dentist reported that immediate load procedure was performed.

Event description:
The clinician reported that 6.5 months after the dental implant and abutment were placed in ada site 15 in the mouth, the implant lost osseointegration in type ii bone. Clinician noted the patient's pain in this immediate extraction site. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).